Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2022-02474.

Event description:
The customer reported two false negative results with binaxnow covid-19 antigen self on (B)(6) 2022. The customer received a negative result with binaxnow test on (B)(6) 2022. Per customer, she went to a clinic and received a positive result on an unknown brand test. The customer retested on (B)(6) 2022 with binaxnow test, and received a negative result. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test 2 of 2 tests.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 181121 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 181121, test base part number 195-430h / lot 179203. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 181121 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H10: reference MFR. Reports: 1221359-2022-02474 through 1221359-2022-02475 .